Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. Lens tore during insertion into the eye. The lens was removed with no patient injury. No further information.

Manufacturer narrative:
Pt weight: unknown. Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found piece of plate haptic and piece of optic is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).